Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during meniscal repair, the fast fix 360 deployed implant t1 successfully, but the implant t2 deployed prematurely. The implants were removed with tweezers. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. There is blue dye on the needle overmold assembly. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.